Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a broken stem inserter. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A tloc 133 offset inserter assy, part # 51-222224 from lot 073392, was returned and evaluated against the complaint. Visual inspection found the tip of the inserter to be cracked, but not fractured from the remainder of the device. The crack wraps 3/4 of the way around the tip. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.